Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded double bend stent was used in the biliary duct for drainage during a procedure performed on (B)(6) 2024. During the procedure, when the stent was attempted to be deployed, the guide catheter was detached from the delivery system. Subsequently, the broken guide catheter was removed using biopsy forceps. The procedure was completed with another advanix biliary preloaded stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.